Event description:
During transport, from or to pacu following uneventful club feet repair, pt developed bilateral pneumothorax and hypoxia. It was recognized and treated promptly with chest tube placement. Pt remained intubated/ventilated secondary to re-expansion pulmonary edema and was admitted (unplanned) to picu. The root cause of the event was a mfg problem with a 22 mm adapter connected to ambu bag. The adapter was not patent (thin plastic membrane), thus preventing exhalation and resulted in subsequent complication. Upon further product review rptr found 3 add'l units with the same defect in lots #04-40 and 04-41.